Event description:
Distal floppy segment of a 0.014" boston scientific "mailman" guidewire broke off during a percutaneous coronary stent placement procedure. The wire segment, estimated to be 3 cm long, separated from the body of the wire during balloon positioning in a tortuous vessel segment, and migrated to a disal branch of the left circumflex coronary artery where it remained in a stable position. The wire segment could not be retrieved due to inability to deliver a snare retrieval device to this location. The stent placement, upstream from the retaining wire, was successfully completed using a different guidewire. There was no evidence for vessel perforation, but occlusion of the distal most portion of the vessel beyond the retained wire segment was observed on final angiograms. The pt was asymptomatic with this. Following the procedure a small rise in serum troponin t was observed, though ck remained in the reference range. Overnight observation of the pt which would have been usual practice even in the absence of wire embolization was uneventful and pt was freely ambulatory and discharged home the following morning.